Event description:
Tubing separated at filter; side that is closest to bag spike. Pt discarded the terminal end of tubing (filter attached - 1.2 micron). Infusion was approx 3/4 complete. Pt unable to complete infusion.